Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures. The fsr resolved the issue by replacing the r1 and r2 c4/c8 reagent probes as the r2 ground cable was loose and the r1 probe was dirty. No additional discrepant result issues have been reported since the service activity was completed. The r2 c4/c8 reagent probe was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify a trend for the c4/c8 reagent probes. Review of the product monitoring review for clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or discrepant results. Device history record review did not identify any non-conformances or potential non-conformances for the c4/c8 reagent probes. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine result and falsely decreased calcium results generated on the architect c4000 processing module for one sample. The following results were provided: original patient sample creatinine result = 8.76 mg/dl, repeated = 1.04 mg/dl second draw creatinine result = 0.81 mg/dl original patient sample calcium result = 3.5, repeated = 9.8 no impact to patient management was reported.

Event description:
The customer observed falsely elevated creatinine result and falsely decreased calcium results generated on the architect c4000 processing module for one sample. The following results were provided: original patient sample creatinine result = 8.76 mg/dl, repeated = 1.04 mg/dl second draw creatinine result = 0.81 mg/dl original patient sample calcium result = 3.5, repeated = 9.8 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier completed information: (B)(6). All available patient information was included. Additional patient details are not available.